Manufacturer narrative:
The customer reported via phone call of issues with their insulin pump. The pump was received with stripped battery cap coin slot. The pump was unable to prime during prime test due to slightly loose drive support disk. The pump was received with cracked case at display window corners, and with minor scratched lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the battery cap is stripped and the pump is dead. The customer's blood glucose level at the time of incident was 265mg/dl. Troubleshoot was conducted. The customer was not able to remove battery cap. The customer was advised the pump would have to be replaced and returned for analysis.